Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient presented as the device was beeping. It was confirmed that the device had declared end of life (eol). The previous device check, approximately 9 months prior, had indicated nine years of remaining longevity. This device was explanted and replaced. No adverse patient effects were reported. As the device analysis concluded the device anomalies were a result of a chronic lead issue, the right ventricular (rv) lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the entire lead was returned; however, the lead was severed in two pieces. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.